Event description:
On (B)(6) 2011 the pt was being treated for an abdominal aortic aneurysm with the gore excluder aaa endoprosthesis. During the implantation of the contralateral leg component the pt iliac artery ruptured and the physician converted the pt to open surgical repair. The pt was discharged from the hospital on (B)(6) 2011.

Manufacturer narrative:
Additional info regarding this event has been requested.